Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the impedance issue occurred when the rep was checking the leads. The rep said there was nothing wrong with the ins. The rep said the cause of the issue was user error of the tablet. The old ins was replaced due to normal battery depletion and would not be returned. No further complications were reported.

Manufacturer narrative:
Other relevant device(s) are:product ID: a710, serial#: unknown, product type: software. Product ID: 3888-28, lot#: l33431, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that in the case for a replacement due to normal battery depletion, the app ran impedances and saw 4-7 were greater than 10,000 ohms. When the info was ¿transferred over¿, the app moved the lead to 4-7 location and not the normal 0-3 location. It was recommended that the rep change numbering and they should see the impedance reading for 0-3 and not for 4-7 as previously seen. In result, the rep was able to confirm that by changing the numbering, this corrected the issue. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.

Manufacturer narrative:
A correction was made to update the most accurate information. If information is provided in the future, a supplemental report will be issued.